Manufacturer narrative:
Correction number: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation due to inability to establish communication between his scs ipg and external devices. Sjm representative confirmed the issue using multiple external devices. As a result, surgical intervention will be taken to address the issue at a later date.